Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Gas gain alarm occurred, customer troubleshot and resumed therapy without issue.

Event description:
User called into emergency support program line to request and report issue during transport of a patient from an outside facility, cardiosave intra aortic balloon pump (iabp) had gas gain alarm occurred. There was no harm or injury reported.